Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the fall-off test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, belt failed the fall-off test. Investigation revealed the red (-5v) wire was open in the ECG c and d cable. The root cause for the open wire was unable to be positively determined. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.